Manufacturer narrative:
This device is used for therapeutic purposes.(B)(4). The device was returned to (B)(4) service repair depot for evaluation and repair. Temperature testing observed the following: 25.8°c/83.3°f rear; 33.5°c/92.3°f middle; 49.5°c/121.1°f. The overheating was confirmed during pre-repair testing. The handpiece was noisy and observed to have rusty bearings due to corrosion. Based on the age of the device and maintenance history the most likely cause of the heating is related to improper routine or preventative maintenance of the device.

Event description:
It was reported "the visao high-speed drill stopped working during tympanoplasty. Later, it was also reported that the drill also ov erheated within a few minutes of use. The procedure was continued using another device and completed with no delay or adverse effect." There was no patient or user injury reported.